Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator change out the lead was capped and replaced due to out of range high lv lead impedance. The patient had a successful procedure.